Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the physician found the catheter can't be inserted into due to the swg kink and at the same time the catheter was found leak during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00227.

Event description:
It was reported that "the physician found the catheter can't be inserted into due to the swg kink and at the same time the catheter was found leak during used on the patient.". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 9680794-2025-00227 and 9680794-2025-00228.

Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit for analysis. Visual analysis revealed that the guide wire was kinked in two locations. No obvious signs of use were observed. The kinks resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Per the customer report, the associated catheter was also leaking. The kinks on the guide wire measured 427mm and 450mm from the proximal weld. The guide wire length measured 453mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The guide wire outer diameter measured 0.610mm, which is within the specification limits of 0.610mm-0.635mm per the guide wire product drawing. The guide wire was inserted through the returned 18ga introducer needle. Resistance was encountered at the location of the kinks; however, the guide wire was able to pass. No resistance was encountered when the functional sections of the guide wire passed through the needle cannula. Performed per the IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed two kinks towards the distal end of the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.